Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted.

Event description:
Edwards received notification that a patient with a 9600tfx 23mm sapien 3 transcatheter valve, implanted in the aortic position, underwent an explant procedure after an implant duration of 5 years and 4 months due to unknown reasons. A 21mm edwards surgical valve was implanted. No additional details were provided.

Manufacturer narrative:
The device was not returned for evaluation. Therefore, a no product return engineering evaluation was performed. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint of valve explant due to unknown reasons was unable to be confirmed due to unavailability of returned device/relevant imagery/medical records. A review of the DHR did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Per the instructions for use (IFU), device explants is listed as one of the potential risks associated with the device and tavr procedure. As reported, 'it was reported by the implant patient registry that a patient with a 9600tfx 23mm sapien 3 transcatheter valve, implanted in the aortic position, underwent an explant procedure after an implant duration of 5 years and 4 months due to unknown reasons. A 21mm edwards surgical valve was implanted. No additional details were provided'. Due to limited information, a definitive root cause was unable to be determined at this time. Since no labeling or IFU inadequacies were identified, no corrective/preventative action nor product risk assessment (pra) is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted.

Event description:
Edwards received notification that a patient with a 9600tfx 23mm sapien 3 transcatheter valve, implanted in the aortic position, underwent an explant procedure after an implant duration of 5 years and 4 months due due to stenosis and calcification. A 21mm edwards surgical valve was implanted. Echo findings were consistent with normal structure and function of the aortic prosthesis. The patient was discharged on post operative day 17.

Manufacturer narrative:
The device was not returned for evaluation. Therefore, a no product return engineering evaluation was performed. The complaint of valve explant due to calcification was confirmed based on medical record provided. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. The device history record (DHR) review did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was performed and revealed no other complaints relating to this event. An existing edwards internal technical summary documents the root cause analysis on valve calcification over time in patient. Per the technical summary, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Edwards' thv valves undergo thermafix tissue processing, which is a heat treatment process used to reduce calcification variability and lower calcification levels in comparison to xenologix process. Clinical results of thv implantation show similar mortality and significantly lower svd rate compared with surgical aortic valve replacement after 6 years of functioning. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent calcification from occurring in bioprosthetic valves. Furthermore, evaluation of reported complaints valve calcification did not confirm any manufacturing non-conformances and identified that the proper manufacturing mitigations have been implemented. Additionally, per technical summary, no evidence of a product non-conformance or device malfunction were found in any of the valves returned for these complaints. As reported, ''a patient with a 9600tfx 23mm sapien 3 transcatheter valve, implanted in the aortic position, underwent an explant procedure after an implant duration of 5 years and 4 months''. Per clinical review on medical record revealed that ''the patient suffers from hemolytic anemia felt to be multifactorial related to ckd, and prior av endocarditis at a date and time not stated in these records. The patient also has multiple other comorbidities that could be contributory factors to the valve failure after approximately 5 years and 4 months after implantation''. Additionally, noted that patient had history of hyperlipidemia, diabetes mellitus (dm), and end-stage renal disease (esrd)/ chronic kidney disease (ckd) per medical record. The ckd and dm are the known factors that may increase the risk of valve calcification leading to early valve degeneration/stenosis. Hyperlipidemia has been found to be associated with aortic valve stenosis and to resemble the inflammatory process of atherosclerosis in many studies. As such, available information suggests that patient factors (hyperlipidemia, diabetes mellitus, chronic kidney disease) may have contributed to the reported event. Since no edwards defect was identified, no corrective or preventative action is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.